Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation due to autoreducing. Imaging revealed the lead had migrated. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Corrected data b5: this report was filed in error and there are no allegations against this device nor this patient.

Event description:
Additional information received stated that this lead did not migrate and was reported erroneously as the primary device. There are no allegations against this product nor this patient.